Event description:
The pt received more medication than intended in 02/2006 at 8:00 pm, the pump was programmed to deliver morphine 1 mg/ml in the pca only mode, with a 1 mg pca dose, an 8 minute pt lockout and a 30mg 4 hour limit. On 02/17/2006 at 6:20 pm, the nurse inserted a new syringe into the device. At 7:10 pm, the device alarmed for an empty syringe. Upon entering the pt's room, the nurse noted the syringe was empty and the pt was "groggy and lethargic." The pt was placed on pulse oximetry monitoring and observed. The pca morphine therapy was discontinued and the device was removed from clinical service. The pt's pain mgt therapy was changed to an unspecified medication. There were no reported adverse pt sequelae. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.